Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation ix abdominal aortic aneurysm stent system on an unknown date. The patient presented emergently on a later date with abdominal pain and a possible type ib endoleak from the left ovation ix iliac limb. The physician plans to re-intervene but surgery has not been scheduled. The patient's current condition is unknown. No additional information is currently available regarding this initial report.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 1b endoleak (of the left common iliac artery) is confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as pending an additional endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation ix abdominal aortic aneurysm stent system on an unknown date. The patient presented emergently on a later date with abdominal pain and a possible type ib endoleak from the left ovation ix iliac limb. The physician plans to re-intervene but surgery has not been scheduled. The patient's current condition is unknown. No additional information is currently available regarding this initial report. Additional information: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system on (B)(6) 2015. The patient was treated for an unknown reason on (B)(6) 2019. Approximately three (3) years post secondary procedure, the patient presented emergently with abdominal pain and a possible type ib endoleak from the left ovation ix extender. The physician plans to re-intervene but surgery has not been scheduled. The patient's current condition is unknown.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type 1b endoleak (of the left common iliac artery) and additional endovascular procedure (tertiary) are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as being in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2 outcomes attributed to ae b5 describe event or problem b6 relevant tests and lab data g3 awareness date h6 health effect - clinical code; remove 1924 h6 health effect - impact code; remove 4614 h6 medical device problem codes; remove 3191

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation ix abdominal aortic aneurysm stent system on an unknown date. The patient presented emergently on a later date with abdominal pain and a possible type ib endoleak from the left ovation ix iliac limb. The physician plans to re-intervene but surgery has not been scheduled. The patient's current condition is unknown. No additional information is currently available regarding this initial report. Additional information: the patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the ovation prime abdominal aortic aneurysm stent system on (B)(6) 2015. The patient was treated for an unknown reason on (B)(6) 2019. Approximately three (3) years post secondary procedure, the patient presented emergently with abdominal pain and a possible type ib endoleak from the left ovation ix extender. The physician plans to re-intervene but surgery has not been scheduled. The patient's current condition is unknown. Additional information: the physician elected to treat the patient by implanting one (1) additional ovation ix iliac limb on (B)(6) 2023. The endoleak was reportedly resolved and the patient tolerated the procedure well.